Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a complete report when the investigation is finished. Placeholder.

Manufacturer narrative:
Onsite testing of the involved devices performed by a spacelabs field service engineer (fse) confirmed the equipment performed to specifications including the operation of the alarm speaker. The testing was witnessed by a facility staff member. Review of the customer provided patient retrospective database was conducted by a spacelabs lead software engineer. The database confirmed the presence of multiple high priority alarms generated by the central monitor for the reported event time. The state of the central monitor¿s user selectable alarm tone volume cannot be determined by analysis of the database. There was no equipment malfunction. This report is considered final and the issue closed. Placeholder.

Event description:
Spacelabs received a report that on (B)(4) 2015 at 6:29 a.m., a telemetry central monitor model 91387-38 with receiver module model 90478 generated a visual alarm as witnessed by the customer; however, there was no audible alarm. The patient did not survive resuscitation associated with this alarm event.